Manufacturer narrative:
Device powered up properly after battery installation. No blank display, device heating up noted during testing. Device received with cracked case behind the pump near the battery compartment. Moisture damage was found on the electronic assembly or motor or force sensor or keypad assembly. Unable to verify serial number due to broken keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display and the screen died. The customer¿s blood glucose was 4.5 mmol/l at the time of the incident. The insulin pump was exposed to moisture as the customer went swimming. The customer removed the battery from the insulin pump and found that the battery was hot. The customer stated that the display was blank currently. Customer did not receive insert battery alarm on the pump screen. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.